Manufacturer narrative:
Review of complaint activity associated with reagent lot 09359ui00 determined that there was normal complaint activity. Tracking and trending report review for the architect stat high sensitive troponin-I assay determined that there are no related trends. Return testing was not completed as returns were not available. Using worldwide field data, the historical performance of lot 09359ui00 was evaluated. The patient median results for the lot was analyzed and found to be comparable with all other lots in the field and confirms no systemic issue for the lot. Manufacturing documentation for the reagent lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect stat high sensitive troponin-I , list 3p25, that has a similar product distributed in the us, architect stat high sensitivity troponin-I, list number 2r98. Patient information: no further patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result. Sample ID (B)(6) generated 152.37 pg/ml and retest of 12.69 pg/ml. A new sample (B)(6) generated 1.92 pg/ml. No impact to patient management was reported.